Manufacturer narrative:
Based on technician statement, the device passed pre-use check but generated high airway pressure alarms during ventilation with a test lung. The fault was corrected when the y-piece in the patient circuit of the device was replaced with another y-piece. The issue was then regarded as resolved, and the device was delivered to the user in working condition. The replaced part was not returned for investigation. The y-piece in a patient circuit is a connector between the ventilator tubing and the patient interface, usually an endotracheal (et) tube or tracheostomy tube. The generated high airway pressure alarm and replacement of the y-piece resolved the issue strongly suggests that the y-piece was partially or completely obstructed.

Event description:
It was reported that high airway pressure was observed during patient ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).